Event description:
Customer reported that the device did not meet a performance specification. The delta p during the performance check was 80 cmh20. The specification is 63 to 75 cmh20. There was no pt involvement at all.